Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, two fluid loss alarms were received approximately three to four minutes into the ablation phase. A cervical leak was observed, and the physician elected to abort the procedure. The patient's cervix was reportedly patulous. There were no patient complications as a result of this event, and the patient is currently "doing well."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.